Event description:
It was reported that the physician was attempting to use a 2.5mm diameter x 30 mm length endeavor resolute (rx) drug eluting stent to treat a lesion located in the rca of a patient with 80% stenosis. The lesion was reported to be pre-dilated however it was reported that when advancing the device towards the lesion, resistance was noted and the stent could not pass the lesion. Upon removal of the device it was noted that the stent struts were lifted. No patient injury occurred and no clinical sequelae were reported device evaluation: initial mandrel movement failed due to a blockage in the inner lumen. A number of struts on the 14th proximal stent segment were raised and deformed. A number of struts were partially raised on the 18th proximal segment. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity)

Manufacturer narrative:
Evaluation results: deformation problem. Inherent risk of procedure (failure to deliver stent / stent deformation). Patient¿s condition affected effectiveness of device (patient lesion morphology-80% stenosis). Evaluation conclusion: inherent risk of procedure (failure to deliver stent / stent deformation). Device failure related to patient condition (patient lesion morphology-80% stenosis). (B)(4).